Event description:
Reporter alleged discrepant blood glucose values of 200 mg/dl back to back with a result of 100 mg/dl when testing was performed within <5 mins apart on the compact plus system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.